Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of strange odor, burning/smoke/electrical odor, lightheaded. There was no report of patient harm or injury. The device was returned to the manufacturer¿s product investigation laboratory for investigation. The device was visually inspected by the manufacturer and found an evidence of water ingress on blower and blower box. Dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Evidence of degraded sound abatement foam found within the airpath using the fit tool. The device¿s downloaded event log was reviewed by the manufacturer and found #2 errors logged. The manufacturer concludes the device had evidence of water ingress, dust/dirt like contamination. There was evidence of sound abatement foam degradation.